Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 03/20/2018. Data was received but investigation window does not reflect the alleged device and/or the alleged issue. The reported complaint of loss of connection could not be determined. A root cause could not be determined.